Event description:
It was reported that a patient underwent a full revision surgery due to high lead impedance readings. X-rays were taken and reviewed by the patient's physician who observed a lead fracture. During the revision surgery, normal diagnostics results were obtained when the new generator was implanted; however, it was decided to replace the entire device. There were no reports of pt manipulation or trauma that could have caused or contributed to the high lead impedance. The explanted lead was cut into several pieces when it was removed from the pt and the surgeon discarded the lead therefore, it cannot be returned for product analysis. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.